Manufacturer narrative:
Reported event: snare failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the device was connected to the active cord, the device failed to transmit current. The snare was securely attached to the active cord. There were no signs that the cautery is working. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the device was connected to the active cord, the device failed to transmit current. The snare was securely attached to the active cord. There were no signs that the cautery is working. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.